Event description:
A customer observed a non-reproducible imprecise trop I es results for multiple pt and quality control samples tested on the vitros eci analyzer. Some of the biased results were released and questioned by the clinician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B) (4). Note: this is the second of two 3500a forms for this event. Two devices were involved in the event: 1319681-2009-00276, 1319681-2009-00277.

Manufacturer narrative:
The investigation determined that multiple imprecise trop I es results occurred on the vitros eci analyzer. The investigation into this event concludes that the root cause of the event is unk and the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.